Event description:
During a left total knee replacement, surgeon was using a zimmer biomet 1/8 in drill bit on a power drill to drill holes into the femur. The drill bit broke in half. Surgeon successfully removed the broken portion that was in the femur using fluoroscopy, and all pieces were removed and confirmed with an x-ray.